Manufacturer narrative:
No known impact or consequence to patient. (B)(4). (Insulation damage). The returned device was evaluated. The plastic black holder is broken. Probably due to excessive use or constraint by the customer. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4) was opened to address these issues. (B)(4).

Event description:
Scissors (cev607) were returned for repair. The customer requested the instrument to be re-sheathed. There was no reported patient impact.